Event description:
Doctor reported that implant was removed due to infection at tooth site 23.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. E1: reporter name and address unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.